Event description:
It was reported that the patient presented with discomfort with the implantable cardioverter defibrillator (ICD) and noise on the atrial or right ventricular lead. No changes or intervention was reported. There were no patient consequences.